Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states motors randomly goes into motor or brake fault. Must shut off the chair and move around disengagement levers to reset the issue. MDR filed.